Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the hcp alleged the cardiac device was causing the implantable neurostimulator (ins) battery to deplete quicker than normal. The patient didn't have negative symptoms as a result of the ins and cardiac devices touching. The hcp was planning a revision (no scheduled date provided). The patient was to follow up with their hcp, and no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.